Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D10: device available for evaluation- additional . H2: additional information/device evaluation . H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over an hour occurred on for receiver with serial number (B)(6) . However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver functional test: passed all relevant testing. Receiver pairing test: passed. Case opened for interior inspection: passed (no moisture damage). A review of the receiver logs was performed and signal loss over an hour was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause was determined to be reported allegation not found. The reported event of signal loss over an hour is reportable based on customer¿s complaint was undetermined for receiver loss of connection because data does not reflect on incident date (b(6) 2020 and receiver passed testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.